Event description:
It was reported by service report that the foot brake pedal was broken exposing sharp surface and the fowler cylinders were both leaking onto the floor. No patient involvement or adverse consequences are reported.